Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: numerous clips applied to the cystic duct that had to be removed shorted available length of bile duct remnant, which contributed to a post op leak. The quality issue with the first device led to possible post-operative issue. It was confirmed there was no quality issue with the second device used case, which was used to complete the procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Once the clips were identified to be scissored, was there damage to duct that required part of the duct to be removed prior to removing clips? Can you please describe in sequence which clips had formation issues? Was a cholangiogram performed? Does the surgeon routinely use er420 for gallbladder cases or did this patient have an extremely large duct? Was the surgeon able to place 2 well-formed clips on the patient side in the initial operation? Why does the surgeon believe the device issues with first device led to the post-op leak? What is the current status of the patient? Are there any photos or videos available from the procedure or the clips?

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the patient was readmitted for possible bile leak. During the initial procedure, the device fired scissored clips on the cystic duct and some clips were falling off the duct. The surgeon removed these clips from the duct from the patient side of the cystic duct and pulled another device of the same product code to complete the procedure. Another like device was used to complete the procedure. The patient was discharged home as planned but returned on post op day two with fever and was readmitted. A hida scan hepatobiliary gallbladder study was done to check for a bile leak. The patient is febrile and readmitted pending results to determine appropriate intervention.

Manufacturer narrative:
(B)(4). Maude report # mw5061877. Additional information was requested and the following was obtained from the account contact: there was potential for a post op leak, but it was determined there was not a post op leak. Once the clips were identified to be scissored, was there damage to duct that required part of the duct to be removed prior to removing clips: no, it was a short duct and having to reapply the clips could have contributed to a potential post op problem; can you please describe in sequence which clips had formation issues: the clips scissored, crossing at the tip. Several of the clips where backing off the duct as if the distal portion of the clip did not close as designed; was a cholangiogram performed: no; does the surgeon routinely use er420 for gallbladder cases or did this patient have an extremely large duct: a large duct, typically uses er320; was the surgeon able to place 2 well-formed clips on the patient side in the initial operation: yes after several attempts and a different clip gun; why does the surgeon believe the device issues with first device led to the post-op leak: the thought was it could have contributed to a potential post op leak , when learned the patient was readmitted; what is the current status of the patient: there was no bile leak; are there any photos or videos available from the procedure or the clips: no; although there was not a post op leak, does the surgeon believe the device issues contributed to the patient¿s post op complications: the surgeon stated the patients complications were unrelated to the clip malfunction. Per maude report - event description is: intra-operatively, after the cystic duct was clipped proximally and distally and then transected, it was noted that the clips started to migrate off of the duct. They were removed and this was inspected. The duct was grasped and another clip was placed. This scissored and it was soon apparent that the other two clips had scissored as well. Surgeon attempted to control this with a non-disposable clip applier, was unable to get these to seed as they would not clip tight enough, and eventually changed guns and got another disposable extra-long clip applier. Eventually able to get a single clip across cystic duct where there was no leakage of bile. Irrigated, inspected, no leakage of bile noted at cystic duct.